Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post procedure the patient experienced anemia. In (B)(6) 2017, a 33 mm watchman ® laa closure device & delivery system was implanted during a laa closure procedure. The following day the patient experienced anemia. No corrective actions were performed and the issue was considered resolved 4 days later.